Event description:
Reportedly, during the implantation of the pacemaker involved in this MDR report, a connection problem occurred and it was impossible to obtain correct pacing, the pacemaker was pacing the muscle and not the heart. The device was not implanted and returned for analysis.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), (B) (4) (formerly ela medical) is filing this MDR at this time. Conclusion: the electrical characteristics of the returned device were within specifications. However, damages to the silicone sealing cap and to the components underneath it revealed that screwing/unscrewing operations did not take place correctly. These difficulties encountered during screwing/unscrewing were able to cause an incorrect electric continuity between the lead and the stimulator, and consequently compromised pacing and\or capture. Therefore, it is important to note the screwdriver slot position for the symphony model: the ventricular screwdriver slot is positioned above the axis of the ventricular lead connector pin and the atrial slot is positioned below the axis of the lead connector pin. This position is indicated in a diagram included in the physician manual.